Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An exterior physical visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. The receiver was evaluated. An exterior physical visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and passed. Case opened for internal inspection and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)